Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm force bipolar instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a kinked conductor wire at grip tips. The conductor wire was exposed as a result. The insulation was damaged and instrument passed an electrical continuity test. The probable root cause of kinked conductor wire is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9. Correction to section d : primary product UDI number and batch/lot number were updated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 8mm force bipolar instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire on 8mm force bipolar instrument broke away. The jaws of instrument were locked on the suture inside the abdomen. The surgeon was about 45 minutes into the procedure when the malfunction occurred. The procedure was delayed by 10 minutes and was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported 8mm force bipolar instrument was inspected prior to use with nothing out of the ordinary to be observed. Surgeon was performing suturing (suturing defect closed) when the issue occurred. The issue with reported instrument did not occur after a system fault (e.g., recoverable or non-recoverable error). The jaws of instrument were not stuck on the tissue when the reported problem occurred. The surgeon was operating on intraabdominal tissue during a hernia surgical procedure. The jaws were stuck on the suture and surgeon was able to grip the jaw and used a da vinci needle driver instrument to pry open the jaws. There was no adverse effect on the grasped tissue. There was no unexpected tissue removal. There was no bleeding. The procedure was completed robotically. The reported issue did not cause a fragment to fall inside of patient's anatomy. The instrument was available for isi evaluation. The photographic images were available for review however, reporter did not attach the media.